Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 11f tightrail sub-c rotating dilator sheath on the rv lead, advancement was made to the innominate vein when the proximal portion of the lld ez, along with the rv lead, broke. After attaching suture to the rv lead and lld ez, the lld ez pulled out completely, but the rv lead remnant remained in the patient. Switching to the ra lead with the 11f tightrail sub-c and spectranetics 11f tightrail rotating dilator sheath (long), progress was made near the innominate/superior vena cava (svc) junction; however, the proximal portion of the lld ez, along with the ra lead, broke. No further attempts were made to retrieve the rv lead remnant or the ra lead/lld ez portions; thus, were cut for future extraction and remained within the patient. The patient survived the procedure. This report captures a portion of the lld ez within the ra lead that separated during use and remained in the patient.

Manufacturer narrative:
B7) other relevant history - not available from facility. H3/h6): a portion of the device was discarded and a portion remained within the patient, thus no product investigation was performed, and the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.